Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not fully implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and a haptic was observed stuck in the cartridge. Portions of the lens was received out of the insertion device. The reported issue of haptic detached was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. Th a search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the doctor experience a stiff feeling during the implantation process with a model pcb00v preloaded system. The physician rotated the plunger backward a little, then started the insertion procedure again. As a result, the trailing haptic detached. Removal and replacement was conducted without cutting the iol. Incision was enlarged to about 3mm. No suture information was provided.